Event description:
The account alleged the bed exit will not set. No pt impact.

Manufacturer narrative:
The technician found the scale was not zeroed. The technician zeroed the scale to resolve the issue.